Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer's caregiver stated that the consumer developed a boil near her labia after incontinence pad usage. The consumer initially developed irritation, which she felt was related to the pad. She later developed a boil on her labia which had to be incised and drained by her physician. She was also prescribed antiobiotics.